Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 6 of 6 for complaint (B)(4). (B)(6). Original awareness date is (B)(4) 2012. Yes, device was evaluated by manufacturer. The product development event evaluation reported that the torque limiting attachment was used with the conical extraction screw to attempt to remove the screw from the patient. Excessive torque and a bending load probably caused the bending failure that is present in the returned device. After inspection, the drill bit does not appear to be fractured at the tip as described in the complaint description. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is considered to be due to a result of the conditions of use and the operational context caused or contributed to this event. Placeholder.

Event description:
It was reported that the patient was implanted with zero-p implant construct at c5-6 on an unknown date approximately one year ago for an acdf (anterior cervical decompression fusion). The patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-fusion. The surgeon removed all hardware with the exception of one screw shaft that broke during the removal. The screw shaft remains in the patient at c6 vertebral body. The patient was revised with cr spacer and vectra plate construct. During the revision, one of the four screw head broke during removal. The broken screw head was suctioned out and the surgeon then used the drill bit with the conical screw (03.617.975) to remove the broken screw shaft but was unable to. At this time, the green handle on the handle with quick coupling (03.617.903) that was attached to the conical screw broke off. The broken handle was retrieved. The surgeon then used the torque limiting attachment (03.110.002) with another quick coupling and the torque limiting handle became bent at the connection. The surgeon then used another instrument to remove the remaining hardware with the exception of the broken screw shaft. After the procedure, the consultant noticed the tip of drill bit (03.617.975) was broken. X-rays taken during the revision surgery confirmed there were no broken instrument fragments left in the patient, with the exception of the broken screw shaft. Procedure was completed with no further problems. Event #1 of 6 for (B)(4).

Event description:
This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.